Event description:
Implant didn't achieve osseointegration, implant was completely covered with bone, no thread tap used, diabetes mellitus, smoker, infection, pain, swelling, inflammation ((B)(6) are same patient).